Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the idler pulleys. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. No thermal damage was found on the instrument. The instrument passed the electrical continuity test. There may be missing pieces, but the size of the missing pieces cannot be confirmed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a black wire defect was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had black wire defect. There was no report of patient involvement or patient injury.